Event description:
It was reported that the ventricular lead exhibited a pacing failure impedance that was high and undefined approximately four days post implant of an implantable pulse generator (ipg). Surgical intervention was required. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5122842.